Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax) and d4 (primary UDI number). Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of patient device interaction problem was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
D4 catalog number and d4 serial number were corrected, updated accordingly. Note: investigation outcome previously submitted remains unchanged.

Event description:
An impella cp device was inserted into the right subclavian artery in a 78-year-old male patient with a past medical history of coronary artery disease (cad), presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). During the pci, after a rotablation of the right circumflex (rcx) was performed, a perforation was noted, along with a pericardial tamponade. Cardiopulmonary resuscitation (CPR) was performed for over 60 minutes. The patient expired on support in the procedure room. The impella cp will conservatively be reported for death; however, the physician stated that there was no causal relationship between the device and the patient's death. The impella cp functioned as intended with no issues.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.